Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during shunt procedure, when performing subcutaneous suture, this device is a double-ended needle, the thread and needle on one side disengaged, the procedure was completed with another device. There was no patient injury.